Event description:
It was reported that an "x mark appears at the upper right", indicating ready-for-use negative. There was reportedly no patient involvement.

Event description:
It was reported that an "x mark appears at the upper right", indicating ready-for-use negative. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.